Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03163. It was reported one of the leads showed high impedances. In turn, the leads were revised to address the issue. All of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.